Event description:
It was reported the programmer was showing very noticeable lag times when changing screens, while doing patient checks. This was especially noted when doing thresholds, causing potentially long runs of no pacing capture (1-3 seconds), and causing a 4 beat drop on a dependent patient. The programmer rf (radiofrequency) head was removed before any patient complications occurred. Another programmer was used to finish the check. No further patient complications were reported as a result of this event. The rf head was also returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that when attempting to interrogate a medtronic kappa device, the programmer went to the screen with only the top information and got stuck on that screen. After turning the programmer off then on again, the programmer took an extended amount of time to interrogate then an error occurred. As a result the hard drive was replaced. (B)(4): the radiofrequency (rf) head had intermittent operation due to the cable being out of specification.